Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his wife (the patient) alleging that the pump had a power issue. The reporter claimed that the pump would not turn on. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump would not power on and the issue was not resolved with troubleshooting. There is no evidence, however, that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump black box showed that power resets had occurred. The battery cap returned with the pump was found to have ground contacts that were out of specifications. The battery cap was found to not make good contact inside the battery compartment. A test battery cap was inserted and the pump was exercised for 24 hours without power issues. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.